Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. The alleged device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, confirming the issue. Two sections of catheter were returned, a section of 64cm and a section of 16cm. The section of 64cm failed a patency test, while the section of 16cm was determined to be patent. After a decontamination process, the section of 64cm was determined to be patent as well. The root cause for the issue could not be determined. The cause for the occlusion was lost during the decontamination process. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient reported a lack of pain relief. A cap study was performed and no fluid could be aspirated. A portion of the catheter was removed and the catheter was reconnected to the pump to see if an occlusion was present. Still no fluid could be aspirated from the cap. The catheter was subsequently explanted.